Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Distal conductor was distorted. The lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that at implant, the helix of the lead could not be "whirled" out during the surgery. No patient complications have been reported as a result of this event.